Event description:
It was reported during a medical conference that an unknown nav 6 filter was being used along with a non-abbott guide wire in the patient's leg, when the filter separated. The filter was removed via an unspecified interventional method. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use, guide wire/fdw selection incorrect. Date of event estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It should also be noted the that the IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the information reviewed, there is no indication of a product deficiency.